Manufacturer narrative:
Attempts were made for further event clarification however nothing further was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while a pacemaker was programmed in vvi an ablation was performed and pacing inhibition lasting around 3 seconds occurred. This resolved when the device was programmed to voo. There was nothing apparent on the electrogram surface. Technical services discussed possible causes and provided further information. No adverse patient effects were noted.